Manufacturer narrative:
D10 concomitant product: e7507 polyhesive ii rem ret el w/cord, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient exhibited swelling and redness on the face where the patch was placed, the sensor was placed on patient approximately 1.5 hours and suffered a temporary injury due to the allergic reaction, including allergic shock. The patient sought emergency care two days after surgery due to these allergic symptoms. The patient had a known allergy to the sticky component of patches and tape, although the specific allergen was unknown. No medical or surgical intervention was needed to prevent permanent impairment.